Event description:
Dexcom sensor failed to detach from sensor applicator and adhere to my body. Instead the sensor wire detached from the sensor and stuck in my body. It was difficult to remove the wire.